Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room with a fever and feeling weak. The patient was admitted for bacteremia. A transesophageal echocardiogram (tee) revealed vegetation on the leads. This was preceded by sores/ulcer that had caused a massive infection. The cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted. No further patient complications have been reported as a result of this event.